Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, and excessive no delivery alarm test. No excessive no delivery alarms noted during testing. The insulin pump functioned properly. The insulin pump had scratched lcd window noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The representative reported via phone call that the customer experienced high blood glucose. The representative reported that the customer received a no delivery alarm. The customer's blood glucose was 453 mg/dl at the time of incident. The insulin pump will be returned for analysis.